Event description:
It was reported that approximately 15 months post-implant of a bifurcated device and a suprarenal aortic extension, a proximal type I endoleak was identified on a follow-up computed tomography scan. Reportedly, the patient was treated with an additional suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Still images from the secondary procedure were provided for clinical assessment by a clinical representative. Based on the review, the report of proximal endoleak type I could not be confirmed. Review of the manufacturing records revealed that the lot met all release criteria, with no nonconforming material records that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling. Remains implanted in the patient.